Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported discomfort in her right ear canal, including itching, pruritus, and pain. An otoscopy revealed the electrode array in the middle ear, touching the tympanic membrane. Explantation is planned without requesting a new cochlear implant.